Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Thump software was utilized and uploaded trace/history files properly. No pump error 130 alarms were noted during testing. The adapt tool was utilized to search for any pump error 130 alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 130 alarms were found on 10/24/2025 15:06:45.000 through 10/27/2025 13:10:53.000. Line=613 file=121. Per software engineering log investigation, pump error 130 is the mfda alarm generated due to strong magnetic field and was expected. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 130 were confirmed when pump error 130 alarms were found in download history review, caused by exposure to strong magnetic field. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. Pump passed displacement test. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer response was the device will be returned.